Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator "high pressure", "low pressure", "circuit check", and "low base pressure" alarms were generated and the circuit was replaced. The device started operation but one day after, the same alarms occurred. Again. The device continued ventilating, however, the patient was removed from the ventilator and transferred to another ventilator without any reported harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.